Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (01/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa using an antegrade approach, the pta balloon allegedly got stuck inside the 6fr sheath and subsequently could not be retracted. The balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned. A visual inspection found the device stuck in the user's introducer sheath. The balloon was protruding from the sheath tip, and the tip of the sheath was flared. Stretching was noted through the length of the device. Therefore, the investigation is confirmed for sheath-related retraction issues. Additionally, a complete circumferential rupture was identified in the barrel of a balloon. It is possible that the balloon rupture lead to the retraction issue. However, the definitive root cause for the balloon rupture or retraction issue could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (01/2019).

Event description:
It was reported that during an angioplasty procedure in the sfa using an antegrade approach, the pta balloon allegedly got stuck inside the 6fr sheath and subsequently could not be retracted. The balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.